Manufacturer narrative:
A4-a6: unk. Claim # (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo 13.7 implantable collamer lens of diopter -7.5/1.0/112 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. The patient experienced excessive vaulting. Intraoperatively the lens was removed and replaced with a shorter length lens and the problem was resolved. The cause of the event was reported as unknown.